Event description:
A returned product form was returned by a healthcare professional (hcp). On the form, it was noted that there was a therapy issue described as suboptimal coverage related to the lead. There was also an arrow drawn pointing to breakage next to lead/extension/accessory. It was not clear what this arrow meant. It was noted that the explant date of the lead was (B)(6) 2014. The therapy was listed as insterstim. However, a spinal cord stimulation (scs) lead and implantable neurostimulator (ins) were implanted. As a result, the intended therapy was not clear. The lead was replaced with another product from the manufacturer. The patient was not in a clinical study. The device was used with/in a patient. The intended use of the device was treatment. There was no patient death. There was no patient injury. The patient status after the device was removed was recovered without sequela. It was later reported that the cause of the event was determined to be lead migration. It was noted that the lead migrated after the patient had a series of falls. The date of the fall/event was unknown. It was noted that the lead was a peripheral nerve stimulation (pns) lead in the subcutaneous tissue. It was noted that the lead was replaced (B)(6) 2014 with success. It was noted that there was a 50% or greater symptom reduction. It was noted that reprogramming was not needed. It was also noted that the patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n257041, implanted: (B)(6) 2010, product type: accessory; product ID 3550-29, lot# n228267, implanted: (B)(6) 2010, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead with serial number (B)(4) found that there was no anomaly.